Event description:
Event description cpi received information that this implantable pulse generator is exhibiting a high lead impedance level. The ipg has been reprogrammed from the bipolar mode to the unipolar mode and is functioning appropriately.